Event description:
It was reported the procedure was to treat a lesion in the mid right coronary artery. A non-abbott balloon catheter was advanced to the target lesion and inflation attempted however a leak was noted within the pressure gauge of the indeflator. The indeflator was exchanged for a new one to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified 11 other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.